Event description:
During a normal device exchange procedure, multiple wrenches were used to remove the lead from the device but the wrenches were unable to engage the set-screw of the device. The silicone seal was removed and the head of the screw was cleaned to try and resolve the issue, the wrench was still unable to engage the set-screw after. The lead was then cut and capped to resolve the event. The device was explanted and a new device was implanted successfully. The patient is stable.

Manufacturer narrative:
The reported event of cannot untighten the a-setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the a-setscrew inset, preventing the wrench from engaging enough of the inset to untighten the setscrew. Wrenches cannot penetrate calcified blood so the wrench could only be partially inserted into the setscrew inset. Since the wrench cannot engage the inset, it will slip around in the inset and strip that portion of the inset it is in contact with without untightening the setscrew. In lab testing the calcified blood was removed from the setscrew inset. A wrench could then be fully inserted to engage and untighten the setscrew. The stuck lead was then removed. The calcified blood came through a hole punched out through the septum by the user of the torque wrench at the time of implant.